Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d200226-1). The meter that was shipped to pdc on (B)(6) 2016 and the retained one (serial#: (B)(4)) were used to re-examined their setting and all functions, and no malfunction of both meters occurred. Standby current (4.5 ua) of the return meter met acceptance criteria (< 55 ua). Strips were manufactured on 02-26-2020 and will expire in 02-2022. Return and retained strips (lot#: d200226-1) were re-tested by using return and retained meters with any valid control solutions (batch# of level low: 9ah1a02 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022), respectively. Re-testing results as below met the acceptance criteria(level low: 30~80 ; level high: 220~330), and desiccants of both strip vials are still functional (orange color). Return meter w/ return strips: 55/61 (level low) and 269/266 (level high) return meter w/ retained strips: 62/62 (level low) and 272/265 (level high) retained meter w/ return strips: 59/59 (level low) and 287/263 (level high) retained meter w/ retained strips: 63/61 (level low) and 289/279 (level high) . As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 5:00pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 81mg/dl. A normal result for that time of day is usually around 130mg/dl. The end-user currently takes humalog insulin: 10 units before breakfast, 15 units before lunch, 10 units before dinner lantus insulin: 5 units at bedtime. He is not on a sliding scale. The end-user performed an additional blood glucose tests with his prodigy meter and received a result of 209mg/dl. The caller stated that the end-user was acting irrational and vomiting and had clammy skin. The caller stated they didn't call ems the end-user was taken to (B)(6) hospital, (B)(6). The end-users blood glucose upon arriving at the hospital was 96mg/dl. The end-user took humalog, and ate a meal of pork chop, mixed vegetables, and cornbread prior to going to the hospital. The end-user was put on a glucose IV due to testing his blood glucose again at the hospital and receiving a result of 27mg/dl. The caller stated that the end-user had a EKG blood work and a chest x-ray while at the hospital. The end-user was at the hospital for 5 hours and was discharged with a blood glucose of 130mg/dl. The end-user was told to follow up with his primary dr.